Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration and dose, but the patient noted it was supposed to be 8, and she was not sure if it was 8, or if they lowered it to 6) via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that the pump did not feel right and was not working properly. The patient ¿assumed it was a veterinarian style pump that was put in her body, because it was huge.¿ it was explained to the patient that it was made for human use. The healthcare provider (hcp) reportedly documented that it was ¿hollow, saw that it was hollow in a sonogram, about a year and a half ago,¿ (approximately (B)(6) 2014, which was prior to the date of implant; however, the manufacturer's implant records indicate this was the patient's only pump). The patient also stated that the ¿implant was done without protocol.¿ the patient was encouraged to have her pump checked. No symptoms, clarifying information regarding the report that the pump was not working properly, troubleshooting, actions/interventions, cause, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.